Event description:
It was reported that the lead exhibited increased impedance and an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the insulation was abraded, due to friction with device can.